Event description:
In situ measurements revealed channel affected. The user was re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00040. For further information please refer to this report.